Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 5 months post transfemoral tmvr (transcatheter mitral valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in a pre-existing transcatheter heart valve, the s3u valve was explanted due to an unknown cause. A 29mm surgical valve was implanted in the mitral position. No additional information is available.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
According to the provided medical records, the reason for the valve explant remains unclear. The provided echocardiogram, which mentions mitral transvalvular regurgitation, did not include a date; given the patient's history of mitral valve disease with multiple prior mitral valve interventions, it was difficult to determine which procedure or valve the echocardiogram findings were referencing. There was an echocardiogram dated (B)(6) 2024 for severe transvalvular mitral regurgitation; however, this was prior to the (B)(6) 2025 valve-in-valve-in-ring procedure. The valve explant occurred in (B)(6) 2025. According to the surgical pathology report, the specimen demonstrated ''valvular tissue with myxoid and reactive changes, including calcifications and fibrosis''. However, it is not evident whether these findings pertain to the bioprosthetic valve or the patient's native valve. The patient endorsed dyspnea on exertion, cerebral palsy and fatigue.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b4, b7, g3, g6, h2 and h6: health effect - clinical code have been updated. Additions to section b5.

Event description:
According to the additional medical records, the new mitral valve was functioning normally with a mitral valve mean gradient of 3mmhg, physiologically normal transvalvular regurgitation and no stenosis per echocardiography in (B)(6) 2025.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional provided medical records. Sections b4, g3, g6 and h2 have been updated. Addition to section b5.